Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include performance of an electrical or electronic component was found to be inadequate. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that no video appeared on the screen of the bronchovideoscope. The event occurred during inspection for use. There were no reports of patient involvement.